Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states he has to replace the upholstery on this chair every 4-5 months due to sagging.